Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. In summary, there were cuttings in the insulation, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had dislodged. The patient was not pacemaker dependent and no syncope was noted. The physician extracted the ra lead and new lead was implanted as replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).